Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced difficulty maintaining the connection of the charger to the ipg. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates troubleshooting was able to resolve the charging issue. No surgical intervention planned.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.